Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hemi hip was revised due to dislocation of the bipolar component from the patient's native acetabulum. The bipolar component and femoral head were revised to a unipolar head and sleeve. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.